Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt (age & gender unknown) the device displayed a "defib default" message and failed to discharge at 200 joules. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.